Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. Visually confirmed approximately ~3mm of the instrument tips have been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis of both instruments identified a fairly flat fracture surface and circular material movement, consistent with torsional overload. The above findings are consistent with torsional overload.

Event description:
It was reported that the tip of the driver broke off inside the bone screw. The tip could not be removed from the patient. No additional patient complications were reported.